Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl, cause was unknown. Reportedly, the customer drank juice to address the low bg. Although requested, the customer did not provide what type of back up therapy will be used. Customer declined to further troubleshoot with tandem technical support.